Manufacturer narrative:
The insulin pump was received with partially broken off piece at the reservoir tube lip. However, the pcap / reservoir locked properly during testing. The insulin pump was received with all operating currents within spec and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08770 inches. The insulin pump alarmed unexpected restart after battery installation due to interface board leaking voltage. The insulin pump was received with broken off piece at the battery tube threads.

Event description:
The customer called to report high blood glucose of over 600 mg/dl and required medical intervention. Troubleshooting was not completed. The customer also reported that the insulin pump had cracks on the reservoir and battery compartment. The insulin pump will be returned for analysis.